Event description:
It was reported that during the beginning of the holmium laser enucleation of the prostate (holep) procedure, a new fiber was connected and test to provide energy, after the first shot it was evident that the fiber was fracture in the proximal area, the fiber was outside the patient's body. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during the beginning of the holmium laser enucleation of the prostate (holep) procedure, a new fiber was connected and test to provide energy, after the first shot it was evident that the fiber was fracture in the proximal area. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the beginning of the holmium laser enucleation of the prostate (holep) procedure, a new fiber was connected and test to provide energy, after the first shot it was evident that the fiber was fracture in the proximal area. The procedure was completed with another fiber. There were no patient complications.